Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed, resulting in pacing inhibition. Also, the pacing thresholds were elevated, and the pacing impedance was >2000 ohms. A guidant technical services consultant confirmed for the guidant representative that when pacing is inhibited in the right ventricle, this would also inhibit pacing in the left ventricle. A lead fracture or possible loose setscrew was suspected.